Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a site/set/cart (air bubbles filling) issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with vomiting and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there were air bubbles in the cartridge. Troubleshooting indicated that the air bubbles were not removed from the cartridge prior to use and the cartridge plunger was not cycled. This report is being made due to the bg excursion the patient experienced due to a site/set/cart issue.

Manufacturer narrative:
Please note the blood glucose was over 400mg/dl not at 400mg/dl as previously reported.